Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the op check. There was no reported patient involvement.

Manufacturer narrative:
The reported issue was confirmed and localized to the processor pca. One processor pca was returned for failure analysis. The reported problem was verified during lab tests. Solder contact pins common to connector j16 had lifted off the solder lands due to cold solder joint. The available information is consistent with a malfunction of the processor pca. The cause was contact pins common to connector j16 had lifted off the solder lands due to cold solder joint. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.